Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and that the mouse was replaced. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the wireless mouse was no longer functioning on the site navigation device. The manufacturer representative present tried re-configuring and replacing the batteries without resolution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the wireless mouse had not been connecting outside of a case. The mouse was replaced.